Event description:
End users mother reported that she was driving her daughters r51lxp power chair up a ramp when one of the wheels hit the corner post causing the mother to be flipped backwards out of the chair. The mother hit her head on the ramp and had to have 6 staples in her head. She stated that she went to the emergency room immediately after the incident. Mother wants to make it clear that this incident was at no fault of the wheelchair, she states it was how she drove it that caused this issue.